Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.one device was returned for evaluation in good condition. Visual and functional testing were performed. The testing could duplicate the customer reported problem as the latch lock sensor was not working. The root cause of the issue was unknown. The latch sensor will be replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device had a latch sensor fault. There was unknown patient involvement and unknown patient harm/adverse event reported.